Event description:
It was stated that the insulin pump had a blank display and a damaged reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a cracked reservoir tube lip and moisture damage on the motor. Unable to testing for the off no power alarm and operating currents due to the blank display.